Event description:
Upon opening the kit, the nurse found a double lumen PICC included instead of a single lumen PICC. Another kit had to be opened. No patient involvement with the device was reported.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of incorrect catheter was able to be confirmed by the photos. The lidstock in the provided photos states that a one-lumen PICC should be in the kit, but a two-lumen catheter was pictured. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "read all package insert warnings, precautions and instructions prior to use.". Based on the customer photos, the probable root cause is packaging (component placement) related. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Upon opening the kit, the nurse found a double lumen PICC included instead of a single lumen PICC. Another kit had to be opened. No patient involvement with the device was reported.

Manufacturer narrative:
(B)(4).